Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procode: hrs d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthese employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, patient underwent open reduction internal fixation (orif) surgery for distal humerus fracture. During the procedure, the thread of a locking screw broke, potentially because the screw angle was swung when the screw was inserted from the support part of the plate. Fragments were removed from the patient body. When the screw with the damaged thread was removed from the surgical field and checked on instrument table, the screw head was also damaged. A different screw was used instead. The surgery was completed successfully with no delay. Patient was stable. This report is for a 2.7mm titanium (ti) variable angle (va) locking screw self-tapping with t8 stardrive recess 50mm. This is report 1 of 1 for (B)(4).